Event description:
Customer reports that, he received an error message on his freestyle flash meter and was unable to test. He states, that on his way home from school he passed out and loss consciousness in his grandmother's car. No third party medical intervention was sought and no diagnosis was given. Customer was given "frosting" to help counteract the medical event. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been requested for investigation and a follow up report will be submitted once results are available.